Event description:
Patient presented to physician (B)(6) 2021 with signs of infection in the ipg pocket. Physician prescribed antibiotics (300 mg clindamycin, 3 times daily) to address the infection.

Event description:
Patient presented to the physician with an open and red ipg incision with discharge. Physician prescribed antibiotics. Patient presented back to the physician with continued swelling and weeping at the chest incision. Physician prescribed IV antibiotics for 6 weeks. Patient presented back to the physician with potential infection at the chest pocket. Physician removed the ipg and sense lead and flushed the chest pocket with vancomycin and normal saline.

Event description:
Post completion of inspire removal procedure for infection the patient was placed on a PICC line. This resolved the issue.